Manufacturer narrative:
The ventilator was inspected on site by a field service engineer (fse) due to failed pre-use check and turbine module failure. The turbine module was found to be defective, and the fse resolved the reported failure by replacing it. It then passed all functional and safety tests and was released for clinical use. This can be confirmed in the provided logs. The turbine generates the inspiratory air gas flow and pressure from the surrounding air. The maximum turbine output pressure is dependent on the ambient pressure. The turbine module was then sent for further investigation. Visual inspection and simulated testing of the returned turbine module revealed no abnormalities. The most likely cause of the reported problem is the turbine module. It has not been possible to carry out a more detailed analysis and therefore the definitive root cause cannot be determined. A correction of field # d1 brand name, # d4 version or model, # d4 serial #. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000 # d4 ¿ serial # ¿ previous serial #: . Corrected serial#: (B)(6), # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacture's reference ID: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).